Manufacturer narrative:
The fse observed the syringe drive jerking down aspirating more volume after it had already aspirated the required volume. The fse replaced the sample syringe drive. (B)(4).

Event description:
During an onsite service visit at the customer's site the beckman coulter (bec) field service engineer (fse) reported a leaking sample probe in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that there was a puddle of possible wash solution under the cover of the unit. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.